Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device was noisy and hot. It was not reported if there were any delays in a scheduled surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed noise and handpiece temperature assessments. It was determined that the device exceeded the reading of 118 degrees fahrenheit after 30 seconds run time, which is greater than manufacturer specification (118 degrees fahrenheit; specified reading is temperature shall not exceed 118 degrees fahrenheit). And the device reflected noise with a reading of 81.4 decibels which is greater than manufacture specification (81.4 decibels; specified reading is sound level must not exceed 76 decibels). During repair it was observed that the large bearing was worn out causing the heat and noise. It was determined that the large bearing being worn out was consistent with being in the field longer than the recommended service maintenance period. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.